Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication errors e216 and e315 based on the results of the investigation, a root cause could not be identified for the initially reported error. Regarding the additional errors, the most probable cause is corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope presented a communication error. The event was found during inspection before use. There were no reports of patient involvement.